Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant observations were found on a patient's interrogation report which stated 'cardiac compass has invalid data¿ and ¿some arrhythmia episodes have invalid data¿. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.